Event description:
A pt reported experiencing inaccurate results with a meter. The pt's blood glucose results were 232mg/dl, 175mg/dl. Tests were done within 1 min with a difference of 25%. Pt did not experience any adverse events. No further info has been reported. Note: in the potential medical tab it was documented that, "pt pricked different fingers for each test, pt washed hands before testing."